Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a weak battery alarm on the insulin pump. Customer's blood glucose was 542 mg/dl at the time of the incident. Customer stated that she did a set change but she kept receiving a no delivery alarm. Customer treated about an hour ago. Customer was using a (B)(4) battery. Customer was explained that the use of other battery brands may result in a reduced battery life.